Event description:
It was reported that before a coronary drug eluting stenting treatment procedure a shaft break occurred. During preparation of a 2.75 x 16 mm taxus express2 drug eluting stent the shaft broke. The procedure was successfully completed with another 2.75 x 16 mm taxus stent. No pt complications were reported. The pt status is reported as "satisfactory/good".